Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing soreness, which was initially thought to be related to a magnet that was too strong. However, even after switching to a weaker magnet, the soreness persisted. The user was later diagnosed with an infection which the clinic thinks was caused by the implant and the user is scheduled to have the device removed on (B)(6) 2023. After the infection has cleared, the remaining electrode array will also be removed and a new device will be implanted. The device was explanted on (B)(6) 2023 and the user will be re-implanted in april 2023.

Event description:
The user has been experiencing soreness, which was initially thought to be related to a magnet that was too strong. However, even after switching to a weaker magnet, the soreness persisted. The user was later diagnosed with an infection which the clinic thinks was caused by the implant. The device was explanted on (B)(6) 2023. During the explantation surgery a small open wound was found behind the ear, directly over the lead on the skull where the electrode had eroded through. Upon opening the sheath around the electronic package, a significant amount of pus drained out and was sent to pathology with facial recess tissue. No further information on the results from pathology have been made available despite multiple requests. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted because of an infection and extrusion of the electrode lead through the skin. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, the presence of the device might have contributed to the subsequent extrusion. This is a final report.